Event description:
It was reported that this right ventricular lead exhibited high out-of-range shock impedance measurements and high capture thresholds. Which was caused by calcium buildup. After the device hit the elective replacement indicator (eri) the patient was referred for an extraction of rv lead. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.